Manufacturer narrative:
The suspect device was not returned for evaluation. The complaint could not be confirmed. The root cause could not be determined. A search of the complaint database was performed and no similar complaints for this lot number were found. The device history record was reviewed, and no exception documents were found.

Event description:
The account alleges that upon opening the package of the catheter and attempting to pick it up, it was found that the part between purple and black where the color changes had fractured. A new catheter was used to complete the procedure. No patient injury.